Event description:
Pt began initial use of the device at 1200. Within 3 hours the pump alarmed "battery stopped", a fresh battery was installed and the infusion was resumed. At approximately 4 pm the pump again alarmed "battery stopped". The pt began to exhibit symptoms of a hypoglycemic reactions. Emergency medical service was summoned. Prior to ems arrival the pt took 2 glucose tabs, drank 1/2 glass of regular soda and ingested 3 teaspoons of sugar. When ems arrived the pt's blood sugar was coming up. Ems evaluated the pt, but decided against transporting. The pt's physician was contacted and informed of the event.